Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that there was abnormal noise coming from the probe and there was no vacuum before vitrectomy surgery. The procedure was completed on same day, by replacing the product with new one. There was no patient impact.